Event description:
Information was received indicating that a smiths cadd® extension set leaked at the filter during administration. There was no reported injury to the patient.

Manufacturer narrative:
Additional information: concomitant medical products. Device evaluation: one smiths medical cadd administration set was returned for analysis. Leak testing was performed using hydrostat vessel to look for unusual functions. No leaks were detected from the filter. Based on the evidence, the complaint was not confirmed. The problem source of the reported event is unknown.